Event description:
While removing the ioban surgical drape from the patient's skin post procedure the patient suffered a 3x4cm skin tear. A 4cm flap was attached distally and was tacked back on using 6-0 fast absorbing gut to serve as a biologic dressing.this drape is part of a sterile peds neuro pack put together by cardinal health. The information on the pack is as follows: catalog #sne23pn141; order #106622; mfg date: 10/20/10; exp. Date: 8/1/12. The ioban drape is processed and sterilized by 3m where it is placed in a foil wrapper. It is then placed in the unsterile pack by cardinal and put through eo sterilization.